Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the image was present when starting the procedure and then when starting to drive there was no image. Staff noticed a long thick string protruding from the vision probe. The diagnostic procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vision probe was found to have the led fibers and camera protruding. The vision probe was placed on the in-house system and the led fibers and camera were observed to be functional. The vision probe passed initialization, however, was not driven on system due to finding. No damages were found on the sensor connector or connector body. The vision probe did not have any fluid in cable adapter. No fluid was audible in the sensor connector.